Event description:
On or about 1/4/95, pt underwent surgery and had a posterior fossa arachnoid cyst peritoneal shunt implanted. In the summer of 1995, pt started having med problems. On or about 1/29/96, pt underwent surgery again, and it was discovered that the ventricular catheter proximal had a tear.